Event description:
It has been reported to philips that the system failed to bootup. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up when external usb drive was connected. Analysis of system log file shows error related to the reported issue. Fse changed the bios settings to default settings and verified the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.